Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the cervical lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section e - the physician's information was updated to reflect the physician who performed the surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's cervical lead had a high impedance, which in turn, will not allow the system to be placed into MRI mode. As a result, surgical intervention may be pending to address the issue.